Manufacturer narrative:
Device passed displacement test and self test. Device was received with intermittent buttons response due to moisture damaged found on keypad connector or electronic assembly on electrical board. No blank display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was not working and the up arrow was not working. The customer¿s blood glucose level was 180 mg/dl at the time of incident. Customer stated that numbers are not ramping on their own. Customer also stated that the scroll bar was not moving with no input and the up arrow does not allow them to navigate screens. Customer stated that the pump was exposed to moisture and block mode is inactive. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated that the button was not unresponsive during an easy bolus attempt. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.